Event description:
In 2009, a female pt, during sheath exchange (6 fr to 7 fr), the 6 fr sheath sheared off and remained in artery. Cardiologist snared sheared segment from artery without difficulty. No adverse effects to pt.